Manufacturer narrative:
Probes discarded following procedure, unable to complete a physical evaluation. Device history record review in progress.

Manufacturer narrative:
Unable to obtain additional information. Last contact with the physician, on (B)(6) 2015 included a comment from the physician stating he is treating for sepsis. Actual device lot numbers unknown. Device history record review of the most probable lot numbers shipped to this customer show no abnormalities.

Event description:
On (B)(6) 2015 healthtronics senior territory manager was contacted by physician from (B)(6) hospital stating "I think my patient is in cryo-shock after the procedure. Can you send me an article on cryo-shaw(sp)" follow-up information provided on (B)(6) 2015. Follow-up information included a comment from the physician stating he is treating for sepsis.